Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic robotic urological surgery during anastomosis of the ureter the thread broke with six different breaks in the suture. To resolve the issue, two packs of double armed suture was opened and used by the surgeon to complete the procedure. The surgical time was extended for more than 30 minutes.